Event description:
Pt was presented to the interventional lab with a 97% stenosis of an anterior tibial artery (no info was which side). The vessel was described as heavily tortuous with heavy calcification. Proper preparation of the pta savvy 2.50mm x 2cm 120cm balloon catheter was completed and no anomalies were noted. The physician passed the balloon catheter over a dejavu .014 guidewire to the lesion and inflation pressure was applied to the balloon with an indeflator (brand unk). It is noted that the balloon ruptured at 8 atmospheres. The balloon catheter was safely removed from the pt and the procedure was completed with another pta balloon catheter (band unk). There was no injury to the pt. The pt is in stable condition.